Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the loss of communication between insulin pump and transmitter, led anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7715. Troubleshooting was performed for loss of communication, issue was not resolved. Troubleshooting was performed forled(light emitting diode) light anomaly. The customer called with questions or concerns with charging the transmitter. Confirmed no visible damage to transmitter, charger battery spring or connector pins. Customer had tried replacing the battery in the charger but led(light emitting diode) light did not blink. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned. The customer will discontinue use of the charger. Mmt-7715 was requested and the customer response was that the device will be returned.